Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated all of a sudden a day and a half ago they started getting pain that they couldn't control. Patient stated the program they were on wouldn't control it so they switched to another program but it did nothing so they went back to the original program b and increased it several times and that had helped a little bit but not a lot. Patient mentioned before this happened they could walk for a couple hours without problem but now they can't walk hardly at all and there was shooting pain down their leg and stuff. Patient also stated the pain went down their thigh into their knee so bad they cannot handle it. Patient tried all the different groups and was in so much pain so they tried group a and the only thing it did was cause so much buzzing down their thighs so they backed off on the amount of it and it still was so irritating so they didn't try group c. The patient was redirected to their healthcare provider to further a ddress the issue. Pt mentioned since implant the ins flipped around in the pocket and flips so went in and attached it but still sticks out so could cause reddish pinkish area on corner of the battery on the rear so difficult to get a good contact while charging. Pt stated caused pressure and pain while charging. Pt stated their hcp was aware of this and stated would have to do a more complicated surgery by moving wires and ins to the other side.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.